Manufacturer narrative:
It appears that in the case documentation, that there was a typo, with a reading from the ER's meter of 50 mg/dl instead of it reading 500 mg/dl. Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On september 18th, the user contacted dario to report high blood glucose (bg) readings. The user reported that she received from her dario meter high bg readings of almost 500 mg/dl and a message saying she needs to contact her physician. Due to these high readings, the user went to the emergency room (ER) where her bg level was tested with the ER's meter which read less than 500 mg/dl.